Event description:
User received an erroneous calcium result for one patient sample. Initial result gave approximately 6 mg per dl; repeated gave approximately 8 mg per dl which was reported. User could not provide exact calcium results. User said the initial result was not reported so patient was not adversely affected. The field service representative was unable to determine a cause. He visually examined the operation of the analyzer and ran check tests with all results within limits. Customer reported no further events.